Event description:
It was reported that during a total laryngectomy procedure, on the first firing, the surgeon placed the device on the larynx. The stapler was closed and the firing was done, the surgeon cut the rest of the tissue. The surgeon opened the jaws of the device and discovered there were no staples in cartridge. The surgeon replaced the instrument, and continues the operation with other means. The surgeon reported that he did not filled nothing unusual in the device before and during the firing, there wasn't unusual sound and there wasn't need to operate unusual powered on the device. There was no damage to tissue or to the patient. The surgeon over-sew the open transection. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.